Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data.